Manufacturer narrative:
Final analysis found that a partial lead was returned in 2 segments. An insulation abrasion was found at the suture sleeve tie impression 31.5 cm from the distal tip, which could have contributed to the reported complaint.

Event description:
It was reported that the patient presented in clinic feeling dizzy and pre syncope. Noise was noted on the atrial lead, isometrics could not recreate the noise. The physician decreased ventricular sensitivity to avoid oversensing of noise. The patient was fine after reprogramming.

Event description:
New information states the lead was explanted on (B)(6) 2015.

Manufacturer narrative:
UDI (di): (B)(4).